Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing blood glucose levels ranging from 205 to over 500 mg/dl. The customer delivered correction boluses via the pump and changed supplies. Reportedly, the basal rate setting required adjustment. A system check was performed with tandem technical support (cts) and no issues were identified with the pump or supplies. Cts recommended the customer consult with the healthcare provider regarding the elevated bg levels.